Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. They reported the frequent recharging and tilted ins had been resolved. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they are charging the ins too often and it was taking too long to charge the ins. It was reported that it took six hours to recharge and sometimes longer with only one day in-between. The patient reported that they charged every day to every other day because they do not want to sit for six hours to recharge. The patient reported that they had a reset a month ago because they were in pain. The patient reported that they were at 2.4 volt and had it increased to 7 ¿something¿. The patient was reviewed to charge 100% to increase time between charges. The patient reported that the ins is sticking out and ¿it lays pretty flat but little tilted¿. The patient reported that they charge the ins when it is half full or little less than half. The patient reported seen persistent thermometer screen when recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the persistent thermometer icon was ongoing, and the patient was not recharging near a heat source or with blankets. The patient stated her recharger does not deplete, and also stated that when she recharges the ins with full coupling the programmer will say she needs to recharge. Due to the recharger temperature issue further troubleshooting was not possible. The patient planned to call back later after receiving a replacement antenna. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that now she couldn¿t charge the implant fully. The patient was still having the issue of charging frequently, she had to charge every day. The patient had tried to get the battery to charge up for five hours and the implant wouldn¿t charge to 50% and the next day there would only be a sliver with hardly any charge left. Troubleshooting was able to get eight coupling bars immediately. It was reviewed that since the patient had all recharging equipment replaced the external equipment was ruled out and they needed to see their healthcare provider to have the implant checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient no longer needed to meet with the manufacturer representative because she was no longer having trouble with charging. The patient mentioned the problem was happening for over two weeks and she had to sit for 6-7 hours. The patient stated that she wiggled/was messing around with the antenna/cord and got a full charge the night before the report. It was further clarified that the circumstances that led to the inability to fully charge and frequent charging was the antenna cord with the white arrow that plugs into the recharger. The steps taken to resolve this were the patient manually put the block small wire with the white arrow and it was working as of (B)(6) 2017. The patient noted that she had cancelled her appointment with the healthcare professional because the charger started working. No further complications were reported/anticipated.